Manufacturer narrative:
UDI : (B)(4). The certas valve was returned for evaluation: DHR - conformed to the specifications when released to stock . Failure analysis - the valve was visually inspected; a needle hole was noted in silicone housing just before the distal connector. The valve passed the test for occlusion, reflux and pressure. The valve failed the programming test. The valve was leak tested: leaked from the needle hole in the silicone housing near the distal connector. The cam magnets were controlled per process: the magnets failed. The root cause for the programming issue reported by the customer was due to abnormal polarization of the cam magnets. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve could not be adjusted and was explanted.